Event description:
The customer stated software error 002 in task 40 occurred during a run of quality control on the axsym analyzer. The customer was instructed to cycle power and reinstall axsym system software version 6.0 without resolution. The customer has changed cutoff values and units for the amphetamine assay. The customer was acknowledged receipt of the investigation notification. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.